Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used during an egd (esophagogastroduodenoscopy) procedure, performed on (B)(6), 2011. According to the complainant, as the stent was being deployed in the esophagus, the stent was fired into the patient's stomach, not where he expected it to. The physician retrieved the stent using a pair of rat tooth forceps. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.